Manufacturer narrative:
A visual and microscopic examination identified both distal and proximal stent damage. The proximal stent struts on row 1 to 5 were raised and misaligned. The distal stent struts on row 1 were misaligned. The stent had moved proximally so the distal end of the stent was 5mm proximal to the proximal edge of the distal markerband. The balloon protector and product mandrel were returned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood and solidified contrast media were present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo and the device had been prepped for use. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous circumflex artery. The lesion was predilated and the physician attempted to place a 3.5x16mm taxus liberte' stent, but was unable to cross the lesion. As the device was removed from the pt, the physician felt resistance. Once outside of the body, stent damage was noted and the stent had moved on the balloon. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.